Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) did not come out of inserter correctly when inserting into the eye. Surgeon asked for new lens. No further information provided.

Manufacturer narrative:
Section d10. Device available for evaluation?: yes; returned to manufacturer on: 1/21/2020. Section h3. Device returned to manufacturer?: yes. Device evaluation: the complaint product was received in its original packaging. The plunger was observed in a fully advanced position and the pushrod was exposed out of the cartridge tip. Cartridge was correctly engaged to the device. No assembly error and/or defect related to the manufacturing process were observed. Visual inspection under microscope magnification: was performed and scarce amount of lubricant material residues can be observed in the device and on the lens surface. The lens was received out of the device. No damaged/defect can be observed on the lens. Due to the conditions in which the sample returned the reported issue could not be verified, and product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. There was no discrepancy and/or deviation found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.